Event description:
Patientcoded near the very end of the treatment. The patient stopped breathing and staff administered cardiopulmonary resuscitation (CPR) and called 911. Patient was pronounced dead at the hospital.

Manufacturer narrative:
Gts field rep. Performed installation checkout procedure as per manufacturer's specifications. He checked conductivity, temperature, arterial and venous transducers. He checked uf accuracy; he ran simulated treatment & tested alarm features that were ok. As reported in work order. On november 8th, 2005 the center director at that facility believes the equipment did not contribute to the death. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.